Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06795. The pt has three leads (two from the same model/lot). It was reported the pt is no longer receiving adequate coverage. It was also reported the pt is experiencing overstimulation and a burning sensation. An impedance check revealed invalid contacts from one of the pt's leads. The pt may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.